Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to access the carbohydrate feature. Reportedly, the customer did not turn on the carbohydrate feature. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer's blood glucose level was not impacted.